Manufacturer narrative:
The reported events of noise, high pacing impedance, and r-wave variation were not confirmed by analysis. As received, only the distal portion of the lead was returned in one piece measuring 44.5 cm. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion at 35.7-35.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. The insulation underneath was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed episodes of noise, elevated pacing impedance, and varying sensing amplitudes. No adverse patient symptoms were reported as a result. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.